Event description:
It was reported that the patient presented at the emergency room due to inadequate anti tachycardia pacing (atp) received from their implantable cardioverter defibrillator (ICD). Programming changes were made to resolve the issue. The patient was stable.